Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the customer had alaris syringe pump modules that they were experiencing an issue with when the near end of infusion alarm started to beep after 2 minutes even after silencing. The customer's current configuration for near end of infusion alarm was 15 minutes and a snooze time of 15 minutes. There was patient involvement but unknown outcome.